Manufacturer narrative:
(B)(4). Date sent: 10/20/2024. Corrected data: 6. Medical device problem code.

Manufacturer narrative:
(B)(4). Date sent 9/23/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please clarify when the leak was found (intra-op/post-op)?=>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 2. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.if yes, please explain. =>n/a.3. How was the procedure completed?=>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 4. How was the leak controlled? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.5. Did the event occur during one or multiple patient procedures? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.6. What is the total number of procedures? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.7. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). =>n/a.8. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Please provide more details for "sutural failure"? That means leak by the powered circular. 2. Did the device deliver any staples? Yes. 3. If yes, were the staples formed properly? No.4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.5. If yes, was the staple line complete? No. 6. Please provide more details for "conservative treatment" given? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Additional information received: one case of sigmoidectomy, sutural failure although suture failure was observed, the patient was cured with conservative treatment. The patient was discharged from the hospital without re-operation and without any problems. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was possible leakage due to use of powered circular. Although time has passed since the device was used, leakage was observed in the promotional materials and reported. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.